Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this pacemaker dependent patient was presented to the clinic for a routine follow-up. The device could not be interrogated and patient had an escape rhythm with a rate in the 20-30 bpm range. The patient was immediately transported to the hospital and a temporary pacing lead was inserted. The local representative was contacted by the clinic and an immediate device replacement procedure was scheduled. Ts was informed that during routine follow-up checks in (B)(6) 2011, (B)(6) 2012, the remaining longevity was 1.5 years, 1.0 years, less than 6 months and less than 6 months respectively. The patient was presented to the electrophysiology (ep) laboratory and the device was replaced without incident. Diagnostic testing of the chronic leads were normal. The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt, initial testing by boston scientific's post market quality assurance laboratory confirmed the clinical observation of no pacing and telemetry could not be established with a programmer. Visual inspection identified electrocautery markings on the device casing. Utilizing real time xray, no irregularities were noted with the feed-thru wires, components or connections. The casing of the device was removed and the internal battery voltage was measured at 2.054 volts. When an external power supply was connected in parallel with the battery, the hybrid current measurements were normal (10.3ua). Further testing and analysis appeared to have isolated the issue to the device's battery. Telemetry was re-established utilizing a specialized engineering programmer. Extensive testing of the device's hybrid did not localize a high current condition. The battery was removed and additional testing identified a shorted condition. The battery was returned to the vender for further detailed testing.

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Event description:
--

Manufacturer narrative:
Detailed analysis of the battery by the vendor found evidence of a small short that was found between the negative battery post and the housing of the feedthrough within the battery. This was likely due to a defective insulation part inside of the feedthrough. The root cause for this defect could not be determined; however, as the destructive analysis process itself, as well as extensive exposure to cathode material, prevented further visualization of the potential defect area.